Event description:
It was reported that the lead exhibited a gradual rise in impedances over three months. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the weekly pace measurement log data showed a gradual increase for minimum and maximum ventricular impedance equal to 496 to 856 ohms peak between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.